Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no scale marking on the bd plastipak¿ luer-lok¿ syringe. Found before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was no scale marking on the bd plastipak luer-lok syringe. Found before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A single photo was received and evaluated. A single reportedly 5ml assembled syringe from unknown batch # was depicted in the photo. The syringe had no scale markings of any kind visible on the barrel. It had a customer label attached near the flange around the barrel circumference. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The severity level is s1. The investigation level is b. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. Potential root cause for the blank barrel defect is associated with the printing process. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that there was no scale marking on the bd plastipak luer-lok syringe. Found before use. There was no report of exposure, injury, or medical intervention noted.